Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that therapy did not work. The stimulation did not help her so both full systems were removed. Additional information from the consumer reported that the steps taken to resolved the issue prior to the explant was going to the doctor's office once a month and the program was adjusted. No further information was provided about this event. Follow up was conducted for more information and the event was updated. If additional information is received, a follow up report will be sent.